Event description:
Pt with known outflow bend relief disruption presented with blood from drivelineexit site and rectus sheath hematoma over area of outflow bend relief per ctscan. Elective excision and replacement of obr performed via abdominal approach.